Manufacturer narrative:
(B)(4). Concomitant medical products: 51-104130, tprlc 133 t1 pps ho 13x146mm 6498655, stem; 010000667, g7 pps ltd acet shell 60g 6555005, shell; 010000865, g7 neutral e1 liner 40mm g 6233683, liner; 650-1058, cer bioloxd option hd 40mm 2982740, head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03274 stem. 0001825034-2019-03276 shell. 0001825034-2019-03278 liner. 0001825034-2019-03280 head.

Event description:
It was reported that patient underwent primary left tha. The following day that the patient experienced orthostatic hypotension and this delayed the patients discharge from the hospital. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event has been reported on 3002806535 - 2019 - 00812.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event has been reported on 3002806535 - 2019 - 00812.